Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that pocket congestion was observed and infection was again suspected. Therefore, a second revision procedure was performed and the system was removed and pocket debridement and cleaning were performed. Patient follow up will occur in one month. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a shocking impedance of 29 ohms was observed at the procedure to implant this subcutaneous implantable cardioverter defibrillator (s-ICD). A boston scientific technical services consultant documented the measurement and informed the caller that the measurement is in range as it is greater than 25 ohms. Additionally, nine days post implant a pocket infection was suspected and a revision procedure was performed. It was determined that there was not an infection but rather a pocket hematoma/ bleeding. Hemostasis and debridement were performed and the procedure was completed without any additional adverse patient effects.